Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about four days ago noticed a bump and it was not painful. Then it got painful the next day. Yesterday it felt like a bee sting and it was huge all over the pocket. At the incision her husband said it looks purple and different colors. She took hot shower last night and it did pop. There was puss in the pocket that the device is in. It is very painful. The patient called the doctor that did the surgery. His nurse said go to her primary care doctor and get antibiotics. The patient was requesting a manufacturer representative (rep) assistance.